Event description:
It was reported that during a laparoscopic hernia procedure, at the end of the procedure, it was noticed that the cannula had broken off in the patient's abdomen. The surgeon had to put the camera back in the re-insufflate to retrieve the broken park of the cannula. There was no patient consequence.